Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the lever was lifted to deploy the foot; however, it was perceived that the foot did not deploy properly during needle deployment. The lever was returned to its original position and guide wire was accidently removed causing the device to be removed. During inspection of the device it was noted that one foot was missing from the device; however, location of the missing foot was not stated. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site reg #. Evaluation summary: the device was returned for analysis. The reported foot detachment was confirmed. The foot deployment issue and loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the lever of the device was not returned to its original position; however, it was confirmed there was no tissue damage due to removal of the device.